Manufacturer narrative:
(B)(4). Batch # k5e94p. Corrected data: product code- atg45. Additional information requested and received: I understand that the device delivered a cut line. Did the device deploy staples but they did not form (malformed staples)? Please note that improper staples were formed. Articulating stapler was used. Was the device that was being used articulating (ats45) or non-articulating (ets45)? This is to bring to your notice that complaint raised was for ats 45. Faulty ats 45 already submitted to the complaint dept. The analysis results found that the atg45 device was returned with no apparent damage and with no reload present on the device. Further analysis showed that the articulation mechanism was damaged as the device would not articulated, in addition the device could not be closed. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and the right articulation band was found bent. No damaged was found on internal components of the firing and clamping mechanisms, it is possible that the damage found on the articulated band would not allow the device to closed when the closing trigger was activated. No conclusion could be reached as to how the articulation band became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic colorectal procedure, the staple line did not form. Delivered cut line. It is unknown how the procedure was completed. There were no adverse consequences for the patient.